Manufacturer narrative:
Other components include: product ID 8709 serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2008 product type catheter product ID 8709 serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2008 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(4) 2017, it was reported that the hcp was not satisfied with the results of past revisions. It was later reported that the patient had a revision on (B)(6) 2007 and on (B)(6) 2008, which were believed to be the revisions the hcp was referring to. No clarification was provided regarding any device issues. No symptoms were reported and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.